Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation. Device remains implanted.

Event description:
Device was explanted.

Event description:
Patient reported left side deflation. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5 , d.9 , h.3 , h.6. Device evaluation: visual analysis of the returned device identified: crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: the unit does not leak; however, it is observed void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: no openings were observed on the device or issues related with the complaint.